Event description:
Interventional cardiologist inserted medtronic sprinter legend balloon 1.25mm x 15mm into the mid circumflex coronary in preparation for stent placement. The balloon was inflated at 20 atm for 30 seconds, after inflation it was attempted to withdraw the balloon at which time the balloon disconnected from the wire breaking free. The balloon became a foreign body in the coronary artery. Multiple attempts were made to retrieve the balloon without success. The balloon ended up in a distal side branch. Intra-aortic balloon pump was inserted. St-elevation changes were noted in multiple leads. Cardiothoracic surgery was consulted, patient was transferred to cardiac cath lab recovery bay [redacted].per dr. [Redacted] when placing the balloon, required some maneuverability but nothing that would unexpected.